Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Event description:
It was reported the device exhibited alarming no disposable. Instructed patient to press start/stop button to silence alarm, reviewed settings. Res vol 12.6 ml, cont rate 2.4 ml/hr, vol given 97.45 ml and powered pump off. Patient is unable to close clamp on tubing and cannot locate one he stated. Patient stated there was a piece that was taped up but said it was a cover and wanted to know if he should disconnect it. Advised patient not to disconnect anything. Instructed patient to keep pump off and call doctor now for further instructions. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.